Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified result main findings: the down button does not operate. There is a temporary bad connection in the conductive path between the zif-connector and the flexprint which led to a non-functioning down button. Consumables: n/a.

Event description:
Patient reported the down button on the infusion device did not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.